Manufacturer narrative:
The initial MDR was submitted with the 510k number listed as n/a. It is corrected to read k991088.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Bd received 18 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Additionally, 50 retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that when the bd vacutainer® luer-lok¿ access device tube was inserted in the llad, blood started to leak from the needle inside the llad down the outside of the tube. This is related to a side sleeve pierced defect, which is related to sleeve leak failure. There was no report of blood exposure, serious injury or medical intervention.